Event description:
An r & d (research and development) manager of an (B)(6) reported that an intraocular lens (iol) was exchanged due to the pt having problems with near vision. In a follow-up, the surgeon reported the pt also experienced halos. The lens was exchanged for the same type lens but of higher power.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. There was not enough info provided from the account to properly complete an investigation. Add'l info was requested and received. (B)(4).